Event description:
Customer reports back to back testing on the same meter while using the aviva system with results of: 258mg/dl to 76mg/dl; 360 mg/dl to 159 mg/dl. Quality controls are expired. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.